Event description:
A malfunction alarm labeled as "malf 12" occurred with the customer's pump. There was no reported impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer planned to use multiple daily injections as backup therapy.